Event description:
This is report 1 of 3 for complaint (B)(4).

Event description:
A patient was implanted with the matrix mis system for posterior lumbar interbody fusion (plif) on (B)(6) 2012. All polyaxial screwheads were removed and reduction heads were placed on the screws prior to implantation. On an unknown date, patient presents to surgeon for post-operative followup complaining of pain. Examination and x-ray reveal the right side of the construct shows the l4 locking cap to be free floating out of the polyaxial head, and the l5 and s1 caps to be loose but still engaged in the polyaxial heads of the screws. The rod itself has slid down and passed through the heads of the l4 and l5 screws and is almost free floating over the sacrum. On an unknown date patient returned to or for surgical intervention. Surgeon repositioned rod and repositioned l4 locking cap, and retightened l4, l5, and s1 locking caps.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No hardware was removed or replaced. Procedure was completed, patient was reportedly recovering well. This is report 1 of 3 for complaint (B)(4). Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
The device was used for treatment, not diagnosis. Patient age at the time of event (B)(6) and date of birth (B)(6) 1962. Gender: male. Placeholder.